Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (screeching sound after replacing the battery/monitor unable to power on) has been confirmed. Upon evaluation, it was found that the flash memory chips (components u102 and u105) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that a screeching sound was made after the battery was changed. He also reported that neither battery was able to power on the monitor. The pt was issued a replacement monitor.